Manufacturer narrative:
(B)(4).

Event description:
Procedure: sleeve gastrectomy. According to the reporter: (B)(4) are related to the same case. During sleeve gastrectomy with idrive and egia60amt, there was a serosa laceration. The surgeon sutured the rest. Last known status of the patient is good. Person was injured. There was unanticipated tissue loss. There was an extension of operating time by more than 30min. No blood loss, no extension of incision. No change of operation. No staples fell into patient. No reinforcement material used. No reloads to send.